Event description:
It was reported that the 20dp vented IV dc 15 micron drop chamber cracks. The following was received from the initial reporter: the drop chamber cracks when the product is put into use. The event detected: before use/ during use. The email: redi 23-2531 chamber ref (B)(4) batch 571530 received from bd and use for our sets qty 28.500 pcs.

Manufacturer narrative:
After further review, MDR MFR# 9616066-2023-01721 was submitted in error; this product is exempt from us FDA reporting requirements. Please consider MDR MFR# 9616066-2023-01721 void. The device is manufactured in a facility that does not manufacture devices for the us market. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us.

Manufacturer narrative:
D.4 device expiration date: unknown. D.4. Medical device lot #: lot was reported; however, this is not a lot # 571530 manufactured for the reported catalog #. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the 20dp vented IV dc 15 micron drop chamber cracks. The following was received from the initial reporter: the drop chamber cracks when the product is put into use. The event detected: before use/ during use. The email: redi 23-2531 chamber ref 4343b batch 571530 received from bd and use for our sets qty 28.500 pcs.